Event description:
The customer's mother called to report that the customer was hospitalized for low blood glucose levels. The reported blood glucose reading was 61 mg/dl. The mother stated that the event may have been caused by a reaction to migraine medicine. The mother declined to troubleshoot the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.